Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a 2.2mmhg transmitral gradient for a mitraclip procedure. The clip was placed and the gradient increased to 8.8mmhg. Therefore the clip was successfully withdrawn from the anatomy and the gradient returned to baseline. There were no adverse effects caused by the transient elevated gradient. After removal of the steerable guide catheter (sgc), a drop in blood pressure was observed and subsequently an atrial septal defect (asd). An asd closure device was used to treat the asd and the hemodynamics returned to normal.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported perforation resulting in hypotension appears to be related to procedural conditions associated with the atrial septal puncture. Perforation and hypotension are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.